Event description:
According to the reporter, during a robot-assisted sigmoid colectomy, when the firing was performed, when bringing the anvil and stapler together, the green bar was not fully visible, the safety was removed and the device was fired. When creating the anastomosis, the device partially cut and there was poor staple formation. Another stapler was used for additional resection. The surgical time was extended by 30 minutes due to the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a robot-assisted sigmoid colectomy, when the firing was performed when bringing the anvil and stapler together, the green bar was not fully visible, the safety was removed and the device was fired. When creating the anastomosis, the device was unable to cut and there was poor staple formation. Another stapler was used for additional resection. The surgical time was extended by 30 minutes due to the issue.

Manufacturer narrative:
Correction: b5. Additional information: d9 (latest return date), g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that there was staple formation, difficult approximation and partial cut. The reported issues could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a robot-assisted sigmoid colectomy, when creating the anastomosis, the device was unable to cut and there was poor staple formation during the firing. Another stapler was used for additional resection. The surgical time was extended by 30 minutes due to the issue. It was also reported that when the firing was performed and when bringing the anvil and stapler together, the green bar was not fully visible, when the safety was removed and the device was fired.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.